Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Upon powering on the autopulse platform (sn: (B)(4)) for patient use, the platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. According to the reporter, the responding crew removed the platform and reverted to manual CPR. Patient information not available. In an attempt to resolve the issue, the reporter pulled up on the lifeband and reset the platform; however, was unsuccessful. There is no known patient consequence reported.